Event description:
It was reported while using bd micro-fine ultra¿ pen needles the medication could not be delivered properly. There was no report of patient impact. The following information was provided by the initial reporter: patient complains that problem that has already been reported still exists. Around 40% of the used pen-needles are not permeable.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 07-jul-2023. H6: investigation summary: nine open 32g x 4mm pen needle samples were returned from lot. No. 2123102, cat. No. 320584. Visual examination was carried out on the returned samples and a bent non patient end of cannula was observed on all nine samples. Due to the condition the samples were returned no clog testing could be carried out. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As all samples returned were open it is not possible to determine root cause.

Event description:
It was reported while using bd micro-fine ultra¿ pen needles the medication could not be delivered properly. There was no report of patient impact. The following information was provided by the initial reporter: patient complains that problem that has already been reported still exists. Around 40% of the used pen-needles are not permeable.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.